Event description:
Report to MFR reports# 2183959-2012-00459, 2183959-2012-00460, 2183959-2012-00462, 2183959-2012-00463. On (B)(6) 2009, the pt was implanted with an ams sparc with the intention of treating the pt for stress urinary incontinence and for pelvic organ prolapse. It was reported that the pt experienced "serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, add'l surgeries, continual bladder and urethra infections, and other injuries." It was further indicated that the pt, "received no relief from her urinary incontinence and pelvic pain symptoms after her (B)(6) 2009 surgery." The pt had another mesh repair surgery on or about (B)(6) 2010. It was reported that the pt experienced significant mental and physical pain and suffering, hardening, worsening dyspareunia, add'l medical treatment and permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.